Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue but was unable to duplicate it. During inspection, the battery pin grommets in well 2 were found to be loose in the rear case. The battery pins could not be tightened without causing the power cable contacts to rotate in the case. The cause of the reported issue could not be determined for certain. However, the most likely cause was looseness of the terminal grommets. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed an initial evaluation of the customer's device and downloaded the electronic records of the device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. This issue is patient related; however there was no adverse patient outcome reported.